Manufacturer narrative:
22-jun-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer reported via online chat that the brush heads had fallen apart in his/her mouth after one use. They both broke the same way, and the consumer ended up with the little metal pin in mouth. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via online chat that the brush heads had fallen apart in his/her mouth after one use. They both broke the same way, and the consumer ended up with the little metal pin in mouth. No injury was reported.